Event description:
It has been reported to philips that the device's image processing computer failed to boot. The device was in clinical use at the time of the reported event. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the issue occurred during a congenital and structural heart procedure and the procedure was completed by moving the patient to another room. The philips remote service engineer (rse) inspected the system remotely and found that system was showing disk space full error. Review of the log file confirmed the malfunction with the frontal ippc (image processing pc). The same issue had occurred previously in another case ID and the customer recreated the image store and replaced the image drives to solve the issue temporarily. In this case ID, to solve the issue permanently, the customer replaced the ippc and the hard disk. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.